Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported there was an "ins in the box" error code on the patient programmer (pp). It was noted the rep would interrogate with a clinician programmer to resolve the issue. Additional information received from the rep reported that the "ins in the box" error occurred because the patient had used the metal detector feature on the recharger. The message was cleared by having the clinician programmer communicate with the battery. The rep was able to get it to work again. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.